Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Doctor reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was unknown. Troubleshooting was not performed. Doctor advised they would call back to report the hospitalization information. The insulin pump will not be returned for analysis.